Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. Upon arrival, it was observed that the protective keyboard cover was missing and that fluid stains were present on and within the keyboard. A field service engineer (fse) disassembled all-in-one (aio) unit and gooseneck assembly to access and reroute the keyboard universal serial bus cable and replaced the keyboard to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the keyboard was unresponsive on the unit. Attempted connection of an alternate keyboard also failed to function. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.